Event description:
Healthcare professional confirmed right side rupture. Device has been explanted and replaced with non abbvie device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture cont e1 phone number - (B)(6).

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: rupture: observed broken device assessed as unidentified (tear) opening. Shell thickness was within specification. No other observations observed, no further actions are required. Additional, corrected and/or changed data: b.1, d.9, h.3, h.6.

Event description:
Healthcare professional confirmed right side rupture. Device has been explanted and replaced with non abbvie device.

Manufacturer narrative:
Visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: h.6.

Event description:
Healthcare professional confirmed right side rupture. Device has been explanted and replaced with non abbvie device.